Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic), designator u21.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was intermittently unable to charge. As a result, defibrillation may not be possible.